Manufacturer narrative:
One mz5307 sample was received for investigation; no packaging was received with the sample, however the customer indicates the affected lot number to be 19055577. A visual inspection of the sample identified a separation at the lower tubing to tubing adaptor joint; a closer inspection of the separated tubing identified the presence of residual solvent. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the separation could not be determined in this instance; however it is possible that an inconsistent amount of solvent had been applied to the joint during the assembly process, which resulted in a weakened tubing joint. The presence of solvent suggests that an external force may have contributed to the reported tubing separation. A review of the production records for lot 19055577 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz5307 in the past 12 months.

Event description:
It was reported that the minibore bi-fuse pressure 2 IV connector experienced spontaneous disconnection. The following information was provided by the initial reporter: the patient has cv port on left upper arm, and a needle was connected to the port. Then mz5307 was connected to the needle. High calorie infusion (erneopa), fat emulsion (intralipos) were connected to mz5307. During use, the customer found tube was detached from the connection. Then customer replaced the item and resumed the infusion. No health hazard to patient was reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the minibore bi-fuse pressure 2 IV connector experienced spontaneous disconnection. The following information was provided by the initial reporter: the patient has cv port on left upper arm, and a needle was connected to the port. Then mz5307 was connected to the needle. High calorie infusion (erneopa), fat emulsion (intralipos) were connected to mz5307. During use, the customer found tube was detached from the connection. Then customer replaced the item and resumed the infusion. No health hazard to patient was reported.